Manufacturer narrative:
Additional information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The reported events of the centrimag console¿s screen blanking, inability to change pump speed, and blank flow value were all confirmed. A log file was extracted from the returned centrimag 2nd gen. Primary console (serial number (B)(6)) and was reviewed. On (B)(6) 2019, the system was operating at a pump speed of ~3900 rpm. On (B)(6) 2019 at 4:08, the log file captured an active system alert: s3 as a result of an active sf_ifd_shutdown_detected fault. After this event, speed dropped to ~3200 rpm and flow reading would have been blank with "--.--" on the console display, consistent with the reported information. A set pump speed not reached: m5 alarm was captured within the same minute. Flow values continued to show 0 lpm throughout the remainder of the log file. The console was shut down at 4:23 of the same day and was not reconnected to a pump throughout the remainder of the log file. The console was forwarded to the service depot for further testing. The centrimag 2nd gen. Primary console was tested on 08jul2019. The reported event was not reproduced. The console was operated for an extended period of time and no atypical events occurred. Similar events of s3 alarms (due to an active sf_ifd_shutdown_detected), drops in pump speed with inability to change pump speed, and flow blanking (flow reading of 0lpm) have been documented and are related to centrimag motor. Review of the device history record for centrimag 2nd gen. Primary console s/n serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the centrimag experienced a power outage or screen malfunction. The pump started to alarm indicating there was no flow. The pump was plugged in and the green light was illuminated confirming the pump had power. The account noted the pump screen was blank. The account attempted changing power sources and moving the flow probe with no results. A backup flow probe was placed on the line confirming flow. The cone was moved to the backup and a new backup was brought to the floor. N further information was provided.